Event description:
The user reported that he want to apply an output energy of 30 joules during testing, but 70 joules was applied instead. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.